Manufacturer narrative:
A partial lead with the connector pin measuring 16.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented due to a vibratory alert for high pacing lead impedance. Upon interrogation high threshold was also noted. Externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. The lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.